Event description:
The customer reported the electrode was connected, but not activated and an alarm went off. It was not used with a patient. Another device was opened and used for the procedure. When the product was returned and tested, it was found to be self activating when plugged in.

Manufacturer narrative:
(B)(4). After the pencil was found to self activate it was disassembled and slivers of metal were found bridging two components. These appeared to be from the stamping of one of the components from our supplier. The supplier was notified. Investigated and an increased inspection was implemented on 03/16/2010 per the supplier's control plan. Since the lot # is unk, it is unk if this was manufactured before corrective action.